Event description:
Connection issues during the implantation procedure; therefore, the device was not implanted. The physician has watched the video about the lead connection.

Manufacturer narrative:
(B)(4): this event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedical crm (dated 10/29/2009), sorin is filing this MDR at this time. Conclusion: the electrical characteristics of the returned device were determined to conform to established specifications. As received, the connection system of the pacemaker functions as specified with the returned screwdriver.